Event description:
Catheter inserted 8/22/94 with assistance of guide wire. After procedure, pt complainted of chest pain. CT scan on 8/25/94 showed no air in pericardium or mediastinum, but showed a foreign body consistent with strands of a guide wire in the pulmonary artery right lower lobe. A small amount of air was seen in the left pleural cavity consistent with pneumothorax.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.